Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the system error 345 alarm, which was not reproduced. The alarm was confirmed during a review of the event history log. No component could be identified for causality. The device was tested and found to function as design.

Event description:
It was reported that a spectrum pump displayed system error 345. It was also reported there was no patient injury.

Manufacturer narrative:
Manufacturer reference no.: (B)(4). This MDR was initially reported in error. Upon further review of this evaluation, it was concluded that the reported malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-04436 can be removed from the FDA database.